Event description:
Report received indicated 60% stenosis of the left superficial femoral artery (sfa) and one stent fracture. The patient was enrolled in the cobra study (investigating biomechanics of femoral arteries pre and post stenting). The procedure was performed in 2007 and four smart control stents were implanted the left sfa. No other lesion/vessel specifics were provided. Type of contrast agent used during the procedure was hexabrix 320 for a total of 250ml. The patient was discharged on the next day.

Manufacturer narrative:
Medication at baseline: aspirin, beta blocking agents, statins, antagonists receptors angiotensine ii, zyloric. Medication at discharge: aspirin, beta blocking agents, statins, clopidogrel, low-molecular-weight heparin. Antagonists receptors angiotensine ii, zyloric. Four months post implant there was 60% stenosis in the left sfa. The severity was mild, treatment was not performed and event is still ongoing. Per procedural personnel, the "stenosis" is unrelated to both the device and the procedure. In addition eight months after the stents implant, stent was noticed fracture. Note: at this time it is not known if the reported "stenosis" is restenosis of the previously treated lesion. The product(s) remains implanted in the patient and are not available for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of four products involved in the same patient and reported under manufacturing number 9616099-2008-01378, 9616099-2008-01380 and 9616099-2008-01381.